Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4). Please refer to manufacturer report 3004209178-2015-23416 for event regarding pump loose in pocket.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration 4mg/ml; dose 1.1992mg/day) and clonidine (concentration 450mcg/ml; dose 134.9mcg/day) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. Since (B)(6) 2015 the patient had been experiencing pain down the back of her leg which had been "coming and going." The patient stated that they were worried about a possible granuloma. The patient's pump was also loose in the pocket and the patient was concerned that it might flip. Approximately 2 weeks ago the patient had an x-ray and magnetic resonance imaging (MRI) and the patient was still waiting to hear the results from the scans. The situation was being addressed by the healthcare provider (hcp). Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.